Event description:
During post implant appointment on (B)(6) 2022 to perform programming, the physician noted some redness at the incision site and suspected infection. Patient was placed on antibiotics and the nalu system was not activated at that time. After completing antibiotics, the patient was seen by the physician for a follow up and the decision was made to explant the system. Patient was fully explanted on (B)(6) 2022. The nalu system was never activated for this patient.